Event description:
The surgeon inserted a cq2015 three piece collamer lens and the lens was removed. Further information has been requested but none has been forthcoming.

Manufacturer narrative:
Visual inspection of the returned product showed that the optic was torn. There was evidence of a clear surgical residue. Conclusion: based on the initial complaint and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.